Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handswitch device, footswitch device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the reported condition of the handswitch or footswitch device not initiating the spinning rotation was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed pre-repair diagnostic assessments for check power with power test bench, check speed with tachometer and check function with test hand switch. It was further determined that the motor and electronic control unit (ecu) test hand switch would not stop running and the device had low power. It was further determined that the motor was worn. The assignable root cause was determined to be due to component failure from normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that when the handswitch or footswitch device was used to start the electric pen drive device it did not initiate the spinning rotation in either clockwise or counterclockwise rotation (forward/reverse). During in-house engineering evaluation, it was observed that the motor and electronic control unit (ecu) test hand switch would not stop running. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.